Manufacturer narrative:
H 11. Product code (d2b) - additional product code qon.

Event description:
It was reported that the patient underwent a pocket revision due to difficulty charging the r20 battery. The physician found scar tissue in the pocket and repositioned the battery without removing or replacing any hardware. The issue appeared to be due to the battery not being properly oriented in the pocket. No device malfunction was reported, and the patient is expected to fully recover.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. Corrected: h6 device codes.

Event description:
It was reported that the patient underwent a pocket revision due to difficulty charging the r20 battery. The physician found scar tissue in the pocket and repositioned the battery without removing or replacing any hardware. The issue appeared to be due to the battery not being properly oriented in the pocket. No device malfunction was reported. It was noted that the battery was charging, but maintaining communication during charging was difficult when the patient shifted during the charging period. No signs of damage were observed to the battery, pocket site, or device upon removal or repositioning. The pocket revision was completed. The patient attended a follow up appointment where the physician reported that the wound was healing well. The patient had not charged the device but attempted to connect the charger to the battery the previous week following a pocket revision. Symptom relief from the stimulator was reported, and no changes were made to the settings. No medication was prescribed and there were no patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that the patient underwent a pocket revision due to difficulty charging the r20 battery. The physician found scar tissue in the pocket and repositioned the battery without removing or replacing any hardware. The issue appeared to be due to the battery not being properly oriented in the pocket. No device malfunction was reported. It was noted that the battery was charging, but maintaining communication during charging was difficult when the patient shifted during the charging period. No signs of damage were observed to the battery, pocket site, or device upon removal or repositioning. The pocket revision was completed. The patient attended a follow up appointment where the physician reported that the wound was healing well. The patient had not charged the device but attempted to connect the charger to the battery the previous week following a pocket revision. Symptom relief from the stimulator was reported, and no changes were made to the settings. No medication was prescribed and there were no patient complications.